Manufacturer narrative:
The field service representative performed extensive troubleshooting and found that the wash zone aspiration test failed. The valve manifold kit (rohs) was replaced, and the module function was verified with a control run. A review of the analyzer¿s service history did not identify any additional issues of discrepant hiv results in regard to the valve manifold kit (rohs). A review of tracking and trending did not reveal any trends for the architect i2000sr analyzer or the valve manifold kit (rohs) regarding the current complaint issue. Return testing was not completed as returns were not available. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr analyzer (B)(6) or the valve manifold kit (rohs) were identified.

Manufacturer narrative:
Complete information: sample 1, sample 3, sample 4, sample 5, sample 7, sample 9, sample 21. All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive architect hiv ag/ab combo results that were generated on the architect i2000sr instrument on 7 samples. The results provided were: (specimens with s/co values < 1.00 are considered nonreactive (nr), specimens with s/co values = 1.00 are considered reactive (r)) on (B)(6) 2020: (B)(6). No impact to patient management reported.